Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by door failure. The field service engineer replaced door panel to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door had broken. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.